Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The pt was admitted at the hospital on (B)(6) 2013 following collapse. Upon interrogation of the subject pacemaker that day, episodes of v oversensing (signal frequency at 4hz) had been recorded in the implant memory.